Manufacturer narrative:
Despite multiple investigational attempts, it was not possible to obtain additional details regarding the explant of the sapien 3 valve 1 year and 8 months after tavr procedure. A supplemental report will be submitted when and if additional information becomes available. Explant of aortic bioprosthetic valves can be due to multiple mechanisms, the device was not returned and information was not provided; therefore, the specific root cause of this explant cannot be determined or evaluated at this time. There was no allegation or indication a device malfunction contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information received from the hospital medical records indicated that approximately 1 year and 7 months post procedure the patient developed ¿worsening heart failure symptoms¿. Tte taken revealed mild pvl. Tee taken 12 days later confirmed moderate pvl and a CT scan demonstrated a sinus of valsalva pseudoaneurysm. The right coronary artery was chronically occluded. Ten days later the patient underwent a redo sternotomy with a composite aortic root replacement utilizing a 27mm surgical valve within a 30mm valsalva graft. Per report, the tavr valve appeared well seated and there was no problem with leaflet coaptation. Once the tavr valve was removed, it exposed the left sinus of valsalva pseudoaneurysm. There was no evidence of infection. The patient¿s sapien 3 valve was replaced with a 27mm surgical valve within a 30mm valsalva graft. The patient had an excellent postoperative course and was discharged home on postoperative day#6. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The exact cause of the worsening pvl and subsequent chf is unknown but may be related to patient factors (cad, htn) and/or the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4).

Event description:
As reported through the implant patient registry, approximately 1 year and 8 months post tavr procedure, the patient's 29mm sapien 3 valve was explanted and replaced with a 27mm surgical valve.